Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide rod lens had foreign material. Based on the results of the investigation, a definitive root cause could not be identified as it was not confirmed that there was a problem with the device. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material in the light guide rod lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a burnt out light guide lens. The event occurred during service maintenance. There were no reports of patient involvement.